Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) would not connect with the system. The interface cable was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not connect with the mobile view station (mvs). A manufacturer representative reported that the umbilical cable had been run over. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site had reported that the x-ray had run over the cable and it wouldn't connect. The cable was discarded. The system was used by the site the day the cable was installed.